Event description:
Info received indicates the bed was found in storage and the brake was not holding.

Manufacturer narrative:
The technician found the casters were worn. He adjusted the brake casters to repair the bed.